Event description:
It was reported that patient had a revision surgery performed due to pain and discomfort.

Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that this complaint is being handled through smith and nephew's legal team; any responses to these queries are not immediately available to the members of smith nephew's complaint/regulatory team and are not expected to be available for several months. This is due to the delivery timeframe of patient medical information and device return being in the control of the patient's legal team, rather than smith and nephew's legal team has confirmed that once any additional relevant complaint information is received, (i.e. Reason for complaint, part/lot numbers, patient medical records, surgeon, device availability, and dates of implantation/revision) it will be provided to the complaint/regulatory team, at which point the complaint and or medical investigation task will be reopened for investigation. Therefore, a clinical assessment cannot be performed at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.